Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately 2.5 years later the right ventricular lead had high/unstable threshold and high/undefined impedance. The lead was replaced. The right atrial lead was reported to have high/unstable threshold, high/undefined impedance, and a confirmed fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had oversensing, noise, and short interval counts. The lead was suspected to be fractured. The lead was reprogrammed. The patient continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).